Event description:
It was reported there was a change in therapy effect. The patient hurt more at night, so they wanted a boost of medication at that time. Flex programming was being done. The system was being used to deliver dilaudid. It was later reported that the health care provider (hcp) couldn¿t access the refill port to perform a refill. The patient reportedly had surgery ¿to flip pump¿. The patient recovered and was now receiving effective therapy.

Manufacturer narrative:
(B)(4)

Event description:
Additional review found that the event was previously reported under manufacturer report # 3004209178-2014-11987. Additional information regarding the patient's flipped pump will be reported under manufacturer report # 3004209178-2014-11987.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).